Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2 reference MFR report: 1627487-2016-03824. It was reported the patient was not receiving effective stimulation. An sjm representative met with the patient and lead diagnostics showed multiple high impedances on one lead. Programming was able to provide stimulation on the right side. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2:reference MFR report: 1627487-2016-03824.follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where his leads were repositioned, and the impedance issue was resolved. The patient is now receiving stimulation in targeted areas.